Manufacturer narrative:
Occupation: lay user/patient. The customer¿s meter and strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined. Retention investigation: relevant retention test strips (lot 353503) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Event description:
The initial reported complained of discrepant high inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the laboratory was 4.4 inr. The first meter result was 5.1 inr and the second meter result was 5.8 inr. The tests were an hour apart. The patient doses with the second drop of blood. The patient's therapeutic range is 2.5-3.5 inr.

Manufacturer narrative:
The reporter's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 3.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The customer stated the second drop of blood was used for testing on the meter. Per product labeling, the first drop of blood should be applied to the strip. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." Medwatch fields d10 and h3 have been updated.